Manufacturer narrative:
It was reported that all hardware was removed in a revision surgery due to pain. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The device was not returned for evaluation, however upon hardware removal no fault was found with any of the hardware and fusion of the site was confirmed. Although a number of factors could have contributed to the pain experienced by the patient, the most likely cause of the pain cannot be determined. Based on the available information, no malfunctions have been alleged/found with any tmc hardware nor was it a determining factor for performing the revision. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2018 due to pain.